Event description:
It was reported that the pump's alarm "sound not loud enough to hear alerts when high or low." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.